Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: based on clinical data and literature, stent fractures are known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. The increase in gradient was likely due to the stent fractures. Overall, there is no indication that the reported stent fractures were related to the manufacture of the device. However, a conclusive cause of the reported stent fractures could not be determined. (B)(4).

Event description:
Medtronic received information that six months following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), a grade one stent fracture was observed. No treatment was prescribed. Approximately one year and two months post valve implant, a balloon catheterization was performed due to increased stenosis. Following the implant of three stents, multiple stent fractures were observed. It was reported that the increase in gradient was likely due to the stent fractures. Subsequently, a second tpbv was implanted, valve in valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.